Manufacturer narrative:
On 1/31/2020, it was reported to mentor that the correct patient phone number: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: an unspecified saline mentor breast implant. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction primary with an unspecified saline mentor breast implant and experienced capsular contracture on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2020.